Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies multiple times to address occlusion. There was no reported impact to customer's blood glucose. Pump system check was performed with the customer and the occlusion appeared to be related to the infusion set site; however, customer declined to remove the site for inspection and reportedly, resumed insulin therapy.